Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. There was no appearance of damage observed in the hub. The hub component was inspected under a microscope, and a crack was noted from the luer thread to the middle part of the hub. No other damages were observed on the returned device. The returned microcatheter was connected to a lab sample syringe and then the microcatheter was flushed with water. It was noted that water was coming out from the connection between the hub and the syringe. The issue documented in the complaint that the hub was cracked was confirmed based on the findings during the microscopic inspection and the leakage observed. According to the risk documentation for device usage, inability to flush or insufficient flushing is a potential issue that can occur during microcatheter lumen flushing and the microcatheter would not be usable and needs to be replaced; however, the complaint detailed that there was no difficulty when the device was being flushed during device preparation; thus, it is not likely that this defect was originally present on the device. Other factors such as intra-procedural device manipulation may have contributed to the issue encountered, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot: (30909767) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As per device history review (DHR), the microcatheter subassembly was in accordance with its process flow map, which includes the following hub 100% inspections: hub cracks for 100% in process inspection. Leak testing for 100% in process inspection to avoid sending leak defects in the catheter or false rejections. Additionally, all rejected pieces were properly scrapped and accounted for. It should be noted that failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of the blockage or replace the blocked catheter with a new catheter before resuming infusion. Note: infusion pressure should not exceed the maximum pressure rating. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, a crack was found in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30909767). The procedure was completed with a new replacement microcatheter. There was no negative patient impact reported. A photo of the complaint device was included with the complaint. On 06-mar-2023, additional information was received. The information indicated that the procedure was to treat an intracranial vascular stenosis. There was no difficulty encountered when the device was being flushed during the procedure preparation. There was no difficulty encountered during the attempt to connect the hub to the concomitant device. There was no over-tightening of the concomitant device to the luer hub and no difficulty removing the concomitant device from the hub. When the crack was observed, it was the y-connector that was connected to the hub. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter. There was no delay reported as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility name: (B)(6) hospital affiliated to (B)(6). The product was received in the product analysis lab on 08-mar-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The product analysis team reviewed the photo that was included in the complaint. The review is documented below. [Photo review]: one photo was attached to the complaint file in which the proximal section of the prowler was shown. It was noted that the hub has a cracked condition. No other damages were seen in the device. The rest of the device was not seen in the provided picture and it cannot be evaluated. A review of manufacturing documentation associated with this lot (30909767) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue documented in the complaint was confirmed based on the cracked condition seen in the hub. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.